Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed a completely broken sensor tab at the rd15 connector. No continuity test or functional test was performed due to the broken sensor tab at the rd15 connector. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer reported sensor has a broken tab at the connector end, causing an intermittent spo2 reading. No patient impact or consequences were reported.